Event description:
Information was received that the patient passed away as a result of a seizure. The death certificate only stated respiratory failure. The patient was buried with the device and the device was not explanted. No additional information has been received to date.

Event description:
Programming history was reviewed and an estimated battery life calculation was performed which showed that the patient had 0 years remaining until end of battery life.